Event description:
Customer stated that she has not been able to hear any confirmation beeps when activating any feature not any alarms. Ran a self test at the time of call with positive results, except there were no alarm sounds.